Event description:
A customer reported the system stopped aspirating during the I/a portion of the surgery. The customer rebooted the system, but the screen remained black and the system did not work. The procedure was completed after exchanging the unit with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).